Event description:
New information received indicates that the patient was seen in clinic and their insertable cardiac monitor was unable to be interrogated. Extended magnet placement was done but was unsuccessful at establishing telemetry.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.